Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00062. Concomitant medical products: sternalock blu system plate, 8 hole x, part# 73-2623, lot# unk. Sternalock blu system plate, 8 hole jl-plate, part# 73-2645, lot# unk. Unknown screws, part# unk, lot# unk. Event was reported as a result of a clinical study. Identifying information concerning patient and hospital were withheld as a condition of the study. Initial reporter occupation ¿ clinical research coordinator.

Event description:
It was reported the patient experienced chest pain following the implantation of sternal fixation plates. No additional patient consequences have been reported.